Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows : lot # : 4265733 ¿ device expiration date : unknown, device manufacture date : 11/04/2014. Lot # : 7240810 ¿ device expiration date : unknown, device manufacture date : 11/21/2017. (B)(6). A device evaluation is pending but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 syringe 0.3ml 31ga 8mm had incorrect label information. The following information was provided by the initial reporter :   it was reported through the pharmacist that the expiration date was requested.

Event description:
It was reported that 2 syringe 0.3ml 31ga 8mm had incorrect label information. The following information was provided by the initial reporter :   it was reported through the pharmacist that the expiration date was requested.

Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number 4265733. Due to this batch being manufactured in 2014 and files are retained for 7 years, no DHR review can be completed. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Due to the batch being manufactured in 2014, files are retained for 7 years, no DHR can be completed. No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for lot 7240810. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch # 7240810 all inspections were performed per the applicable operations qc specification. There was one (1) notification [200719497] noted that did not pertain to the complaint. This batch was manufactured before expiration date was printed on packaging. H3 other text : see h10.